Event description:
A female patient who received op-putty experienced the residual left leg pain. Outcome is unknown. The surgeon did not suspect the event was related to the use of op-1 putty. The event was deemed nonserious.